Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6-result code 213 should have been reported in initial MDR. Result code 114 should have been reported in supplemental MDR #1. Conclusion code 4315 should have been reported in initial MDR claim# (B)(4)

Manufacturer narrative:
Weight- unk. Ethnicity - unk. Race- unk. This product is not marketed in the us.(B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -13.00/1.5/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Lens rotation not associated to a low vault was observed. On (B)(6) 2020 the lens was exchanged for a same length lens, this resolved the problem. Cause of the event is reported as unknown. Reportedly, "no reposition: the ticl rotates unartificially counterclockwise 92°after the surgery. The patient complained of blurred vision and the automatic refractor results shows a change in the astigmatism axis.(the position are stable during follow-up.)